Event description:
The suspect device result was 470 mg/dl. The user dosed insulin at 7:30 am. Later had pressure in their chest, was dizzy and wheezing. They went to the ER at 7:00 pm and their glucose was 282 mg/dl. They were treated with insulin. No controls were used. The device was replaced and requested to be returned for evaluation.